Event description:
Affiliate reported pt suffered from cauterization while inserting his contact lens. The pt stated the lens had "foam" on the edge and he claned it with "solocare soft solution". Pt's eye swelled immediately." Pt sought medical treatment at a hospital and reportedly was injured by "alkaline acid". No add'l info is available to enable further investigation at this time.